Event description:
The customer reported that the system was intermittently freezing (locking-up) during a procedure. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system cable connectors were cleaned and reseated. The system was then found to be operating as intended.